Event description:
Rptr performed back-to-back blood glucose testing with results of 17, 23, 23 mg/dl and 354, 211 mg/dl. Rptr did not have control solution available for testing. Rptr was not experiencing any symptoms.